Manufacturer narrative:
A ge service representative performed an on site investigation. The battery and cdram were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the vertical lift column on the 9600 system would not work and the system would not boot up. No patient injury was reported.